Manufacturer narrative:
(B)(4). A review of the manufacturing records for the intraocular lens (iol) showed no deviations. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 20.0 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. Placeholder.

Event description:
It was reported that the patient underwent an explant in a secondary procedure due to the wrong power intraocular lens implant. The explant date was not provided. Reportedly, the lens was explanted approximately two (2) weeks after the implant. The doctor did not attribute the explant to the product. No complications were reported and the patient was noted to be doing well. No additional information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection of the returned sample showed that the optic was cut in half. Based upon the condition of the lens, a diopter measurement was not possible. No optical deviations on the optic parts could be found. The lens was within all specifications during the manufacturing process. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: the lens was explanted on the approximate date of (B)(6) 2013, which is two weeks after the implant date of (B)(6) 2013. The exact date of explant was not provided. All pertinent information available to the manufacturer has been submitted. Placeholder.